Event description:
The rptr stated that spouse did back to back blood glucose testing, using different finger sticks, within minutes of each other. Spouse's results were 142 and 225 mg/dl. Spouse did not have any symptoms. A control test was in range, 119 (92-138). No harm was alleged.